Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient visited the clinic, electrograms revealed that ventricular oversensing was detected during instances of atrial pacing. Post-paced t-wave oversensing was observed shortly after atrial sensing. The electrograms also revealed intermittent crosstalk signals and an episode of lead noise. The cause of the sensing issues were potentially due to intermittent capture. Programming changes were made and there was no reoccurrence of oversensing. The patient condition is fine.